Event description:
This procedure was performed in another country. After deployment of approx 1 cm of the stent, there was a resistance in pulling back the outer sheath. After deployment, the images show a broken stent in length within the middle part of the stent. After implantation of a second stent in-stent, the implantation was successful.